Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the physician could not cross the lesion with a taxus exp2 2.5x12mm stent delivery system (sds). The lesion being treated is unknown. The sds was removed from inside the patient and the physician noticed the stent strut lifted up. The procedure was completed with another device and there were no patient complications. No patient injuries or complications were reported. The patient condition was noted to be "good".

Manufacturer narrative:
Examination of the returned device revealed proximal stent damaged. Struts on stent rows 1 to 2 from the distal edge were raised distally. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. A labeling review identified that the device was used per the taxus express2 directions for use (dfu). A review of the manufacturing documentation for the top and sub assembly related batches found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.